Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred. This is being submitted as part of a retrospective review to identify malfunctions with the potential to cause serious injury.

Manufacturer narrative:
The product used was either spinbrush proclean toothbrush soft (B)(4), spinbrush proclean toothbrush medium (B)(4), spinbrush pro whitening toothbrush soft (B)(4), or spinbrush pro whitening toothbrush medium (B)(4). (B)(4).